Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the pins that hold the door rails were within the rail teeth and preventing the door from opening and closing. To resolve the reported issue, the pins were adjusted. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door for the imaging system was not opening. No additional information was provided. There was no patient present when this issue was identified. The reported issue occurred as the representative was performing a system checkout.